Manufacturer narrative:
Spontaneous case was reported by a consumer and describes the occurrence of haemorrhagic anaemia ("anemia") and genital haemorrhage ("severe bleeding") in a 38-year-old female patient who had essure inserted for contraception. Medical conditions: no concomitant medication or disease. In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2018, the patient had essure inserted. In (B)(6) 2018, the patient experienced haemorrhagic anaemia (seriousness criterion hospitalization). The patient was hospitalized for 7 days. The patient was treated with red blood cells, concentrated (packed red blood cells) and ferric hydroxide polymaltose complex (noripurum). Essure treatment was not changed. At the time of the report, the haemorrhagic anaemia outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for genital haemorrhage and haemorrhagic anaemia with essure. The reporter commented: the patient stated that severe bleeding occurred 6 months after essure insertion (pending clarification). Also, the patient was hospitalized due to anemia for a week. During hospitalization the patient received red blood cells. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
"Ntaneous" case was reported by a consumer and describes the occurrence of haemorrhagic anaemia ("anemia") and genital haemorrhage ("severe bleeding") in a (B)(6) year-old female patient who had essure inserted for contraception. Medical conditions: no concomitant medication or disease. On (B)(6) 2018, the patient had essure inserted. In 2018, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2018, the patient experienced haemorrhagic anaemia (seriousness criterion hospitalization). The patient was hospitalized for 7 days. The patient was treated with red blood cells, concentrated (packed red blood cells) and ferric hydroxide polymaltose complex (noripurum). Essure treatment was not changed. At the time of the report, the haemorrhagic anaemia outcome was unknown and the genital haemorrhage had not resolved. The reporter provided no causality assessment for genital haemorrhage and haemorrhagic anaemia with essure. The reporter commented: the patient stated that severe bleeding occurred 6 months after essure insertion (pending clarification). Also, the patient was hospitalized due to anemia for a week. During hospitalization the patient received red blood cells. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.